Event description:
Additional information was provided to inspire which details the prescription of an antibiotic due to suspected infection. This resolved the issue.

Event description:
Patient presented with severe headaches following the implant procedure. The physician prescribed steroid for the patient as a precaution.